Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro and identified the failure mode as an obstructed cuvette wash probe. The beckman coulter field service engineer was unable to remove the clog and replaced the cuvette wash probe to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously low creatinine (cre) patient results on their unicel dxc 600 pro chemistry analyzer. The customer repeated samples on the same analyzer with results considered correct. The erroneous results were not reported out of the laboratory. There was no report of medical intervention or change / adjustment to patient treatment associated with this event.